Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have damaged conductor wire insulation at the force amplification pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.45 mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaw broke while surgeon was using it. The procedure was completed with no reported injury.